Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Several episodes of noise sensing relative to the subject lead while implanted was reported. Possible ventricular lead movement was indicated by the physician, since the lead tip moved to the apex. An investigation by the physician relative to electromagnetic interference was performed and no source was confirmed. No lead impedance fluctuation was confirmed from measurement data. The subject lead remains implanted.